Event description:
It was reported that the delivery device did not generate steam. The procedure was rescheduled due to the device not generating steam. The patient had already been sedated when the procedure was rescheduled. There were no patient complications related to this event.